Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with case was severely damage on the front and rear lower corners chipped, bottom case seal trim broken, and cracks on all plunger cases. Event history log review was performed and found evidence of reported problem. Visual inspection, motor drive train and occlusion tests were performed. The customer's reported problem was confirmed. According to the investigation, the pump top case was cracked or chipped on all lower corners and motor not running error was found during motor occlusion testing. The reported problem was caused by physical impact and multiple drive train components were involved also the components were sticky, dirty and greasy. Service's replaced all cases, motor drive train components, worm coupling, gear, lead screw, left/ right clutch halves and the stepper motor. Service's performed all pm and functional tests which passed. The problem source of the reported problem is normal wear.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited motor not running error and had damaged top case. It was reported that there was no patient involvement.